Event description:
Pt implanted with a heartmate ii lvas on (B)(6) 2016. During the pt's recovery on the telemetry unit he was noted to have a spike in his ldh to 722 from 535. The heartmate ii data revealed intermittent spikes in the flow and power. Cxr performed which showed the lvad inflow cannula had migrated and was abutting the lv wall. Pt was taken to the operating room on (B)(6) 2016 for lvad inflow cannula repositioning. The pt's ldh returned to the 500's after surgery. The pt recovered well and was discharged to home on (B)(6) 2016.